Event description:
The field engineer reported a system failure that left the system unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as further repair info is unavailable at this time.